Event description:
Additional information received noting that per the physician's assessment, the superficial wound infection developed due to frequent touching of wound site by patient. The event is not believed to be a serious adverse event as the event resolve with minimal, local or non-invasive intervention.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with a superficial wound infection at the vns insertion site which was noted to be related to the implant procedure. The patient was treated with medication and the infection was resolved. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.